Event description:
It was reported that during a ptca procedure, while attempting to torque the guide catheter, there was a separation at the hub. The catheter was removed without incident. No patient injuries or complications occurred.